Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 300 units. Additionally, it was reported that the user experienced resistance when filling a cartridge. Reportedly, the user was able to fill the cartridge successfully. The user's blood glucose level was 228 mg/dl.